Manufacturer narrative:
The subject device has not been returned to omsc. Omsc could not review the manufacturing history of the subject device because the lot number was not informed from the user facility. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that subject device tested positive for unspecified bacteria during a microbiological surveillance culturing test at a user facility. Olympus followed up with the reported person to obtain additional detailed information. However, the person rejected providing of additional information including the facility name, lot number and other because the event occurred in another facility. There was no report of patient infection associated with the event.